Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4): the device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. It was also noted that the device projected to last 40% of its expected longevity.

Event description:
It was reported that the doctor suspected the early battery depletion and the device was at elective replacement indicator (eri) at the routine follow up visit. The patient did not hear the alert tone. The device was explanted and replaced. The atrial pacing threshold and lead impedance were high. It was also noted that the atrial lead did have a decrease in impedance but still had high threshold measurements. The lead was capped and abandoned. No patient complications have been reported as a result of this event.